Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased total bilirubin result on an architect c4000 analyzer, serial number (B)(6). Through an extensive investigation, the fsr resolved the issue by rebuilding the sample syringe (rohs), list number 04v09-01, and replacing the seal, water line syringe (rohs), part number 2-89347-02. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely decreased total bilirubin result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 0.1-0.7 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2024, was <0.1, repeat result, after calibration and qc, was 0.17, repeat, on another analyzer, was 0.21 mg/dl. There was no impact to patient management reported.